Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that there were two devices that were found to be infusing at the wrong rate in which the rn was required to revise the documentation in order for it to be accurate. One infusion was heparin infusing at a rate of 5.6 ml/hour when it should have been 9.5 ml/hour. The other infusion was nitroglycerin infusing at a rate of 1.7 ml/hour when it should have been 3 ml/hour.

Manufacturer narrative:
The reported event of an underinfusion of heparin and nitroglycerin could not be confirmed. No product or event logs have been returned for this investigation. The root cause of the customer's experience of an underinfusion was not identified due to the product or event logs not returned for investigation.

Event description:
It was reported that there were two devices that were found to be infusing at the wrong rate in which the rn was required to revise the documentation in order for it to be accurate. One infusion was heparin infusing at a rate of 5.6ml/hour when it should have been 9.5ml/hour. The other infusion was nitroglycerin infusing at a rate of 1.7ml/hour when it should have been 3ml/hour.